Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The root cause for the defect experienced by the customer could not be determined. An investigation has been completed and action is presently being implemented to reduce the frequency of complaints for this issue. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar leaked during a left eye procedure. A trocar plug was used to manage the leakage and the procedure was completed. There was no harm to the patient. No additional information is expected.